Manufacturer narrative:
Add'l catalog: 72402106, 72402287. (B)(4). Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis and reason prompting this event was not provided. No conclusion can be drawn at this time. Three attempts have been made to obtain additional information and were unsuccessful. Should additional information become available regarding a revision surgery, it will be re-evaluated and a follow-up report sent.

Event description:
A (B)(6) female with surgical trauma was implanted with an acticon device on (B)(6)2005. On (B)(6)2010, the entire device was removed and replaced, reason not indicated. Ams has requested additional information.